Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that scanner not working due to cable. Field service engineer replaced damaged cable to resolve the issue. The system functioned as intended after the field service engineer serviced the device.

Event description:
It was reported by the customer that a pyxis medstation es system scanner not working. The customer reported that users were unable to remove the medications, which led to a delay in the delivery of medication. There were no adverse events or injuries reported based on this event.